Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the hemolysis and the access site bleeding issues was not determined since product was not returned and data log investigation was inconclusive, and relation to impella is unknown.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient coded and expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The user facility reported a impella cp support ongoing for a 52-year-old female patient post stemi, vt code, and iabp placement for air lift to tertiary center. The tertiary center placed the cp and there was signs of hemolysis that went untreated by any intervention or confirmation by pfhg draw. Additionally there was bilateral groin site bleeding that was not treated by any form of intervention. The pump remained on for a support of just over 30 hours.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿